Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the tip clamps, plunger clamps and sleeves at all 12 positions. The fse replaced a worn plunger clamp at position #9 and verified proper calibration of the x-arm. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).